Manufacturer narrative:
Product investigation complete. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery in which the existing device was removed and a new app was implanted. During the procedure fluid leak was identified in the device. The patient did not experience any further complications.